Event description:
It was reported that the user fell or tripped, resulting in a cracked ilet pump screen; the pump continued to function, but the screen was no longer watertight, and a replacement device was arranged. Symptoms included no reported adverse health effects. Outcomes included no impact on health or medical intervention. Investigation included review of the event description and device function as reported. Investigation of this case revealed physical damage to the display assembly consistent with impact, with continued pump operation but compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.